Manufacturer narrative:
Date of death - estimated. Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number was not provided. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article title: six-month versus 12-month dual antiplatelet therapy after implantation of drug-eluting stents the efficacy of xience/promus versus cypher to reduce late loss after stenting (excellent) randomized, multicenter study. The other patient effects mentioned in the article are filed under a separate manufacturing reference number.

Event description:
It was reported in a research article that xience stents may be related to death. Details can be found in the attached article "six-month versus 12-month dual antiplatelet therapy after implantation of drug-eluting stents the efficacy of xience/promus versus cypher to reduce late loss after stenting (excellent) randomized, multicenter study." See article for additional information.